Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the top of the obturator came off the stick section when the surgeon placed the device inside the patient and remove the obturator to insert the scope into the balloon. The surgeon used an artery forceps to remove the long section of the obturator from the device. The procedure carried on without further events. There was no patient injury.